Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for free thyroxine (free t4) for two (2) patient samples assayed with access free t4 reagent on a unicel dxi 800 access immunoassay system. The erroneous free t4 results were reported outside of the laboratory and questioned by the ordering physician. There was no impact to patient treatment associated with this event. The customer reported that quality control results for free t4 were recovering within the laboratory's established ranges both prior to and after the event. The customer recalibrated the free t4 assay using the same lot of reagent but a new lot of calibrators. The patient samples were reassayed for free t4 with the new calibration. The first reassay yielded lower results which recovered within the normal reference range for the assay. The second reassay yielded even lower results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse verified the performance of the analyzer. The fse did not perform any repairs. The fse performed a system check which yielded passing results. A definitive root cause for the event has not been determined.